Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump history revealed that loss of prime warnings had occurred after the pump emitted an empty cartridge warning; no unusual loss of prime warnings were observed. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. A force sensor calibration test was completed and confirmed that the pump was correctly detecting force. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and confirmed no damage to the force sensor assembly or circuit. No delivery related defects were found during testing.

Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that the patient was in the ER for a high blood glucose excursion and diagnosed with dka as a result of repeated loss of primes with the subject pump. The patient's mother stated that the patient started feeling "bad" on (B)(6) 2012 at approximately 3am. The reporter stated the patient felt nauseous and dizzy and tested positive for ketones. At approximately 12pm that afternoon the patient began vomiting and had a blood glucose of "429 mg/dl." The patient was taken to the ER. It is not known what the patient's blood glucose was when tested in the ER. At the time of the call, the patient's mother reported that the patient was in pedi ICU, off the pump and on injections. At the time of troubleshooting, the patient's mother claimed that the loss of prime had been recurring over the past couple of weeks. The patient ((B)(6)) reported that on (B)(6) 2012 he tried to prime the pump four times and it would not hold it's prime and therefore disconnected from the pump that evening and was only taking rapid acting insulin from (B)(6) 2012 night to time of hospitalization. Customer support noted that the patient's mother was not aware that the patient had disconnected from the pump. Review of pump's alarm history revealed an auto off alarm on (B)(6) 2012 at 9:42am, an empty cartridge alarm on (B)(6) 2012 at 9:21pm, a low cartridge alarm on (B)(6) 2012 at 7:54am, a replace battery warning on (B)(6) 2012 at 8:36pm, a low battery warning on (B)(6) 2012 at 8:03am and an empty cartridge alarm on (B)(6) 2012 at 4:58am. Review of prime history displayed a prime on the evening of (B)(6) 2012. Prior to (B)(6) 2012, it showed a prime had been completed on (B)(6) 2012. At the time of the call, customer support instructed the reporter and patient about loss of primes, meaning and which alarms could cause the warning to occur. In addition, the patient and the reporter were told that a loose cartridge cap could also cause a loss of prime warning. It was noted that pump supplies not available at the time of the call. This complaint is being reported because the patient was diagnosed with dka after he discontinued use of the subject pump due to alleged recurring loss of prime.